Event description:
A malfunction occurred on the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.